Event description:
On (B)(6) 2013, a double valve replacement (dvr) was performed. This 19 mm trifecta valve was implanted in the aortic position and a 23mm carpentier-edwards perimount magna ease mitral heart valve (model: 7300tfxj23, serial: (B)(4)) was implanted in the mitral position. On (B)(6) 2018, a re-do avr was performed and the trifecta valve was explanted. Upon explant of this valve, impeded mobility was observed on two of the three cusps due to pannus ingrowth. Reportedly, the pannus had been formed significantly on the cusps of the inflow side. Subsequently, a 19mm carpentier-edwards perimount aortic heart valve (model: 2900tfxj19, serial: (B)(4)) was implanted. The non-abbott mitral valve remained implanted in the mitral position. The patient is reported to be recovering and making good progress. Patient specific information of weight is not available for this complaint.

Manufacturer narrative:
The reported event of impeded mobility of two leaflets and pannus formation was confirmed. Morphological and histopathological examination found circumferential fibrous pannus ingrowth inhibiting the mobility of leaflets 2 and 3. All three leaflets were fibrotically thickened and leaflet 1 contained a tear. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pannus formation and tears remains unknown.